Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; dents were found on the outer tube and the light guide post was broken off. The distal cover glass was also chipped; both findings required repair. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the post cap had come off while using the telescope, 10 mm, 0°, hd, quick lock, autoclavable device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. B5/event description: there was no procedure involvement associated with the event.

Event description:
There was no procedure involvement associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the post cap had come off while using the subject device due to use of excessive force by the customer. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.